Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported perforation with subsequent pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. While advancing the watchman® access system (was), the physician inadvertently perforated the appendage resulting in pericardial effusion. The procedure was aborted. Pericardiocentesis was performed and the patient was stable. No further complications were reported.